Event description:
The procedure was a brain "avm" embolization with onyx. Upon initiating injection of onyx, a rupture was detected proximal to the catheter tip which resulted in unintended occlusion of the left "ica". Additionally, the catheter separated during removal. Procedure concluded with paitent experiencing no clinical sequalae.